Event description:
It was reported by the customer that a assy 1u rack dim v1.0.1 here system had a medication spill inside the fridge. Customer stated the fridge needs to be cleaned, green liquid inside fridge spilled. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number is not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the system had a medication spill inside the fridge. Work order was cancelled by field service engineer with a wo cancel note as it was not an issue for fse to clean a refrigerator mess. No resolution was provided by the field service engineer or customer regarding the reported issue. No additional information was available.